Event description:
Tool broke in patient's bone. Surgeon had to "dig it out." Returned with three other broken tools. Three of the tools were from lot 2832h. One tool was from lot 9653g. The report was that these tools were breaking easily. All four tools broke within the past month at the hospital. The broken tools were handed to the sales representative without further information. Follow up information will be requested on all four tools from the neurocoordinator. No patient impact was reported.